Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader and kit pack were reviewed, and the dhrs showed the libre reader passed all tests prior to release,that correct cable and adapter were in kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the freestyle libre 2 reader battery is discharging prematurely. The customer was therefore unable to obtain scan or test strip readings and became shaky, sweaty, cold, and dizzy. The customer was treated with oral glucose by collogues, who are nurses. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection was performed and no issues were observed. Reader was sufficiently charged. De-cased the reader and no issues were observed upon visual inspection. Performed power consumption test and all results were within specifications. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the freestyle libre 2 reader battery is discharging prematurely. The customer was therefore unable to obtain scan or test strip readings and became shaky, sweaty, cold, and dizzy. The customer was treated with oral glucose by collogues, who are nurses. There was no report of death or permanent injury associated with this event.